Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5131249, UDI:(B)(4).

Event description:
It was reported that the lead had high impedance. The patient underwent a lead replacement procedure was doing well postoperatively. The explanted leads were discarded by the medical facility.